Event description:
It was reported that while in use on a patient, the 840 ventilator generated an alarm indicating initial loss of breath delivery (bd) communication and the ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the 840 ventilator generated an alarm indicating initial loss of breath delivery (bd) communication and the ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found the reported initial loss of bd communication code in the log, and replaced the bd central processing unit (cpu) printed circuit board (pcb). Additionally, sp replaced the graphical user interface (gui) cpu pcb and analog interface pcb as a preventative measure. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. Although the reported loss of ventilation was not confirmed, it is likely the cause of the reported event was a fault in the bd cpu pcb. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9, g3 and h3 updated due to device evaluation of the returned parts. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the 840 ventilator generated an alarm indicating initial loss of breath delivery (bd) communication and the ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found the reported initial loss of bd communication code in the log, and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). Additionally, sp replaced the graphical user interface (gui) cpu pcb and analog interface pcb as a preventative measure. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The gui cpu pcb was not returned to medtronic. The ai pcb and one gui/breath delivery (bd) real time clock were returned to medtronic for analysis. The components were visually in spected and functionally tested with no malfunction or product deficiency observed. The other gui/bd real time clock was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned gui/bd real time clock was attached to failure investigation test ventilator for analysis. The unit powered up and it was observed that the time was reading 00 hours 00 minutes and the date was reading 01 jan 1995. The time and date were adjusted correctly. The ventilator was left powered off and on again but the date and time had reverted back to 00 hours 00 minutes 01 jan 1995. Analysis determined returned real time clock was faulty. One bd cpu pcb was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned bd cpu pcb was attached to failure investigation test ventilator for analysis. The unit powered up but failed the power on self test (post) and generated a high priority alarm with the ¿system error" "device alert" "unable to determine status of breath delivery" message displayed on the gui display screen. Analysis determined returned bd cpu pcb faulty. The cause of the reported stoppage of ventilation was isolated to faulty bd cpu pcb. The cause of the additional issue of incorrect date and time identified during product analysis of returned component and not during the servicing was isolated to faulty gui/bd real time clock. The events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.